Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, (still implanted). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Implant - (B)(6) 2007 . Still implanted.

Event description:
It was reported patient is experiencing pain and difficulty walking approximately ten years post-implantation. It was reported the surgeon stated the cup was too smooth and did not allow the bone to grow to the device and is now loose. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.